Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) issued an alert consistent with the magnet tone alert feature of the ICD. The ICD remains in use. No patient complications have been reported as a result of this event.